Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 knob assembly was replaced a link-25 system was calibrated to resolve the issue.

Event description:
The hospital reported the gas proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.